Event description:
It was reported that the implantable pulse generator (ipg) showed sporadic behavior and the physician believed it was related to the end of life (eol) status. The ipg was not capturing, there was inconsistent telemetry, a reported electrical reset when the device was interrogated and a sensing problem. The device was explanted and replaced. The atrial lead showed high thresholds, low pacing impedance, oversensing or noise and undersensing when programmed through the newly implanted ipg. The atrial lead was programmed off. The ventricular lead showed low pacing impedance and was reprogrammed. The ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068-52 implantable pacing, lead. (B)(6) 1996. (B)(4).